Event description:
It was reported that the device was used during a low anterior resection. The staples never fully formed after firing. The case was completed with hand suture. There was no consequence to the patient.